Event description:
The customer observed false reactive alinity I hiv ag/ab combo. The customer reported that alinity I hiv ag/ab combo was reactive while western blot was negative. The customer provided the following data: on (B)(6) 2026, sample ID (B)(6), resutls were 1.03 s/co, 1.97 s/co & 2.43 s/co, on (B)(6) 2026, sample ID (B)(6), resutls were 1.22 s/co, 13.53 s/co & 2.07 s/co, on (B)(6) 2026, sample ID (B)(6), resutls were 1.63 s/co, 0.54 s/co & 2.53 s/co, on (B)(6) 2026, sample ID (B)(6), resutls were 1.47 s/co, 4.64 s/co & 1.62 s/co, on (B)(6) 2026, sample ID (B)(6), resutls were 1.73 s/co, 2.36 s/co & 2.57 s/co. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.